Manufacturer narrative:
Visual inspection of the driver revealed no anomalies that would indicate a device malfunction. During functional testing, the driver display showed asterisks for fill volume and cardiac output, thus confirming the customer-reported issue. The driver displaying asterisks indicating low cardiac output and fill volumes could be indicative of a faulty air flow sensor cable. A known functioning air flow sensor cable was installed in the driver and a second functional test was performed. The driver passed all sections of functional testing. The root cause of the customer-reported display of asterisks instead of numbers for the fill volume and cardiac output was determined to be a malfunction of the air flow sensor cable. This issue will be tracked and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. Ce 5363 comp-(B)(4) follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver display showed asterisks instead of numbers for the fill volume and cardiac output.